Manufacturer narrative:
Due to character restrictions in block e1 event site address ,the full event site full name is (B)(6) hospital event site full address is no. (B)(6). Event site telephone (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit needs maintenance . There was no patient involved.

Manufacturer narrative:
Updated fields: b1, b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11.